Event description:
Per the audiologist, the pt had not perceived any auditory sensation since the cochlear implant system was activated. Results of an integrity test done in 2007 showed the device was not working. The pt's device was explanted in 2008. Due to severe ossification of the cochlear, the pt was not reimplanted.

Manufacturer narrative:
This type of event is addressed in the device labeling.